Event description:
It was reported that the ventilator turbine went silent, the ventilator lost all pressure, and then restarted after approx one minute while connected to a pt. It was also reported that there was no audible alarm when the reported problem occurred. The pt was removed from the ventilator, was manually ventilated and then placed on another ventilator. No pt harm reported.